Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by an edwards switzerland affiliate, during a transfemoral valve in valve tavr procedure with a 23mm sapien 3 ultra valve, the wire was not properly inside the pre-existing non-edwards valve, leading to difficulty crossing the non-edwards valve, and the sapien 3 ultra valve could not be deployed. Per report, it was thought that the sapien 3 ultra valve was stuck at the outflow of the non-edwards valve, and was in the nosecone in the stent. The team tried to inflate with 1ml to help the valve to get out. However, the valve and 23mm commander delivery system could not be retrieved inside the esheath due to it being partially deployed proximally and did not fit inside the esheath. The sapien 3 ultra valve was deployed in the descending aorta. A second valve was prepped and successfully implanted. The patient was discharged with good result.

Manufacturer narrative:
The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In this case, the reported event of difficulty crossing the native annulus, and withdrawal difficulty was unable to be confirmed. Investigation results suggest/indicate that procedural factors (guidewire positioning/withdrawal of partially inflated thv) may have caused or contributed to this complaint event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.